Event description:
It was reported that in 2002 the pt fell and the next day had bruising over the implant area. When the pt's speech processor was put on the next day, they pulled it off, gesturing that they heard a loud strange sound. Telemetry performed in june 2002 were ok but the day after the event telemetry measurements showed no coupling. Five days later, several different readings were obtained. Subsequent reduced performance and negative reactions to the ci system led to the device being replaced.